Manufacturer narrative:
H4: device manufacture date: october 30, 2021 - november 1, 2021. H10: two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing revealed a leak at the spike port bonding area of both samples. The reported condition was verified. The cause of the condition could not be determined; however, the issue was likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the port. The leaks were discovered during set-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.